Event description:
Through a repair order, we learnt that this therapy device had failed during use and was sent to the manufacturer. After analysis, we can attribute the failure to a defect on the mainboard. The device has issued corresponding alarms.